Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +16.5d) was explanted due to blurry vision and visual disturbances.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into two main pieces during explantation. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).